Manufacturer narrative:
The nim patient interface 3.0 (product # (B)(4) was returned for service and repair. Analysis could not verify device malfunction. Service and repair replaced the wave washer due to a loose cable clip. The device was cleaned, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer requested service and repair for the device. They did not provide a reason for repair. Follow-up with the customer indicates they do not know what is wrong with the device. There was no patient impact or injury.